Manufacturer narrative:
H.6. Investigation: one photo of an extension set, model: 10012866, lot: 20095801, was received from the customer. The photo illustrated that the location of the reported leak was from the filter vent, however, no actual leak could be identified in the photo provided. The customer's complaint that the product was leaking could not be verified. A device history record review for model: 10012866, lot number: 20095801 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot#: 20095801 regarding item#:10012866.

Event description:
It was reported that the ext set dehp free 1.2mf experienced leakage. The following information was provided by the initial reporter: material#: 20129e, batch/lot#: unknown (20095801). I have received a notice that the following product was leaking. Filter 1.2 micron air eliminating female luer lok becton dickinson / bd 20129e.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ext set dehp free 1.2mf experienced leakage. The following information was provided by the initial reporter: material #: 20129e batch/lot #: unknown (20095801). I have received a notice that the following product was leaking. Filter 1.2 micron air eliminating female luer lok becton dickinson / bd 20129e.